Event description:
It was reported that end user was being transfered from bed to chair when he allegedly fell out of the lifter onto the floor, hitting his head on the base of the lifter. X-rays confirmed no injuries.